Event description:
The physician noted oversensing and requested program changes to stop oversensing. The sense/pace portion of the rv lead was capped and a new medtronic sense/pace lead was implanted.

Manufacturer narrative:
Na